Event description:
Restenosis was found in two of four overlapping stents eight months after the procedure. Pci was performed on a confirmed restenostic lesion (after competitor's stent) of 31.75mm in length in an unk vessel diameter. The (class c) concentric lesion was described as bifurcated, diffused and moderately calcified. Pre-procedure medications included ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included asa 81mg/day, heparin 100000 units and ticlopidine hydrochloride 200mg/day. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atm before deploying four overlapping stents from the distal end of the lesion in the following order. 2.5x23mm cypher at 20 atm, 3.0x18mm cypher at 20 atm, 3.0x28mm at 18 atm and a 3.5x23mm cypher at 16 atm. Post-dilation was performed with a 3.0x18mm balloon at 22 atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure. Residual diamter stenosis measured 29%.